Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer reported that the type of damage was missing piece. The customer reported that the damage was located is on the reservoir lip ring. The customer reported that the reservoir was able to lock in place. The customer's blood glucose was 7.6 mmol/l to 7.8 mmol/l at the time of incident. Troubleshooting was performed. The customer was advised to disconnect from the insulin pump. The insulin pump was not returned for analysis.